Manufacturer narrative:
The test reservoir does not lock properly inside the reservoir tube. The insulin pump was received with a cracked case at the display window corner, broken battery tube threads, a broken reservoir tube lip, a cracked case at the reservoir tube window corner, and a missing endcap sticker.

Event description:
The customer reported via phone call that the reservoir fell out and there is damage to the insulin pump in that area. Customer also reported that there was damage on the battery compartment too. The customer incident date was (B)(6) 2106. Customer stated that there were cracks and pieces missing on the reservoir compartment and the battery compartment. Customer stated that she thinks that she screwed it on too hard and it damaged the area that was worn more. Customer was explained that the pump will need to be replaced. Customer was advised to revert to a back-up plan.